Event description:
Patient reported that a tooth that had a root canal broke and the tooth had to be extracted. Requested diagnostic findings and for them to use/purchase boil and bite to retain teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.